Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camra head was not functional during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to a faulty cable unit and faded rear cover label. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated field: b5, d9, h2, h3, h4, h6, h11.

Event description:
No additional information received from customer.